Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), 29mm sapien 3 case by transaxilary approach in aortic position. While pushing the commander with crimped valve through the esheath, the commander tip and valve did not go through the sheath shaft but protruded out at the side of the sheath shaft through the liner. It was not possible to get the valve back into the sheath nor pull everything out as a unit. Therefore vascular surgery was needed to remove the device from the patient, however, the patient did not survive the surgery and died.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
During pre-deco inspection of returned device it was found the esheath distal tip was torn, sheath kinked, liner torn and a liner strand at distal end.  The investigation is ongoing.

Manufacturer narrative:
UDI (B)(4). The sheath was returned to edwards lifesciences with the delivery system inserted through, the valve still crimped on the inflation balloon, full loader and atrion attached. It is unknown at which point of the procedure the delivery system  was pushed through (such as before or after removing the devices from the patient).  The delivery system was locked at packaging position. No applicable imagery was provided for review. Per visual inspection, there was bent strut on outflow of valve. The liner was torn almost along the length of sheath shaft. Tear is 9" in length starting from soft tip. The distal tip was torn along the score line and there was soft tip damage. There was compression on the sheath strain relief and a kink on the sheath shaft 4" from the distal tip. There were scratches along the length of sheath shaft. The marker band was attached and there was a liner strand at the distal end, 5" length. The liner thickness was measured along the length of tear and was found to be within specification at all measured locations. Due to the nature of the complaint, no functional testing was able to be performed. Device history record (DHR) review was performed for the work orders relate to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaints. A lot history review was performed and revealed one other complaint relating to sheath kink which is pending engineering evaluation.  A review of the complaint history from august 2018 to july 2019 revealed other returned complaints for related events (all models esheath). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes.  No potential manufacturing non-conformances were found during the evaluations of the similar complaints. Available information suggested that patient and/or procedural factors may have contributed to the events. Review of complaint history revealed that the occurrence rate exceeded the july 2019 control limits for the trend category applicable to esheath resistance with delivery system.  Further review indicates that the esheath resistance was reported with different delivery systems (the commander, ultra, and centera delivery system). At this time no device defects or manufacturing non-conformances have been identified on the returned devices. This issue is multifaceted and also involves elements of clinical technique and patient anatomy. No further actions are required at this time. Each complaint will be properly assessed, and the results will be documented within the corresponding complaint file. Edwards will continue to monitor and trend all complaints and assess for escalation as needed.  In addition, the complaint history review revealed that the occurrence rate did not exceed the july 2019 control limits for the trend categories applicable to the other events reported in this complaint.  During the manufacturing process, the esheath underwent multiple 100% processing and inspections. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint.  The esheath IFU, device preparation manual, and training manual were reviewed for device preparation and use instructions related to the event. The listed training materials is for transfemoral access. Transaxially approach is not indicated in the region the complaint occurred in, and therefore considered off label use. No IFU/training deficiencies were identified. In this case, the complaints for were confirmed based on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Scratches along the sheath shaft indicate that calcification was present in the patient access vessel. Calcification can damage the liner material, weakening it. A weakened liner is susceptible to tearing during insertion of the thv/delivery system, resulting in the inability to fully advance the thv/delivery system through the sheath. Excessive manipulation of the devices in calcified anatomy during the attempts to advance the thv/delivery system or retrieve them into the sheath may result in damage to the thv frame struts and further damage to the sheath (i.e. Tearing of the distal tip, kinking of the sheath, and liner strand formation). Based on the limited information available, it possible that patient factors (calcification) or procedural factors (excessive manipulation to advance/retrieve crimped thv/delivery system into sheath) may have contributed to the events. Additional information regarding the vascular surgery and patient demise is not available at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time.  The complaints were confirmed, but no edwards defect, which could have resulted in the complaint, was confirmed during this evaluation.  A definite root cause was unable to be determined at this time, but it is possible that patient and procedural factors contributed to the events. Since no labeling inadequacies and no manufacturing nonconformance were identified during evaluation, neither a product risk assessment escalation, nor corrective or preventative action is required at this time.